Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd preset¿ arterial blood collection syringe experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: before use, the customer found 1ea abg has fm in the barrel.

Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the bd preset¿ arterial blood collection syringe experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: before use, the customer found 1ea abg has fm in the barrel.